Event description:
The reporter states that she obtained blood glucose comparisons with results 365mg/dl, 171mg/dl, 122mg/dl, 98mg/dl and 141mg/dl on the accu-chek advantage system. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.